Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 210) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut, damaging wires in the cable the root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient 's electrode belt does not communicate with monitor.